Event description:
Complaint is reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, that stent would not cross the lesion. Using a radial approach, the stenting procedure treated the 90% stenosed severely calcified and tortuous target lesion located in the left anterior descending artery. The physician met significant resistance when attempting to advance the 2.75x28mm taxus liberte and was unable to cross the target lesion. The procedure was successfully completed with a 2.75x28mm promus stent. Ivus was used. No pt complications occurred and the pt's condition was listed as "good". However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The struts on rows 1 and 2 were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).